Manufacturer narrative:
(B)(6). The lot was manufactured december 2, 2016 ¿ december 3, 2016. The actual device was not available; however, a photograph of the sample was provided for evaluation. The lot number was not visible in the received photograph. Inspection of the photograph verified that the bladder had ruptured; however, the cause of the rupture could not be determined by the photo. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the bladder of a small volume folfusor ruptured. This occurred during the filling process. There was no patient involvement. No additional information is available.